Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('bilateral fallopian tube segments, resection: chronic inflammation') in a 34-year-old female patient who had essure (ess205) (batch no. 620722) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included scar. Concurrent conditions included viral syndrome, nausea, back pain, pelvic pain female, vomiting, diarrhea, constipation, gastroenteritis, upper abdominal pain, abdominal pain, pain in thumb, migraine, gravida ii, parity 2, illness, frequent headaches, weight increased, itching, chronic inflammation of orbit, unspecified, fibrosis, bacterial vaginosis and allergic reaction to analgesics. Concomitant products included hydrocodone for itching, ibuprofen (motrin) for pain as well as ascorbic acid (vitamin c), combinations, bacteria nos;bromelains;fucus vesiculosus;lecithin;malus spp. Vinegar extract;pyridoxine hydrochloride (mrc 6), bupropion hydrochloride (wellbutrin), cyanocobalamin, docusate sodium, omega-3 fatty acids and sumatriptan (imitrex). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2008, the patient experienced pelvic pain ("pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological orpsychiatric problems condition: depression and mental anguish,") and anxiety ("psychological orpsychiatric problems condition: depression and mental anguish,"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the salpingitis, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain and vaginal infection was resolving. The reporter considered anxiety, depression, menorrhagia, pelvic pain, salpingitis, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure device was left in the right fallopian tube noting 7 trailing coils present. A second essure device was deployed using similar deployment procedures to leave 6 trailing coils within the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Concerning the injuries reported in this case, the following ones were reported via medical records: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : lot number added, patient demographic added, events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression, anxiety, device monitoring procedure not performed. Events onset date, events severity and treatment drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('bilateral fallopian tube segments, resection: chronic inflammation') in a 34-year-old female patient who had essure (ess205) (batch no. 620722) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included scar. Concurrent conditions included viral syndrome, nausea, back pain, pelvic pain female, vomiting, diarrhea, constipation, gastroenteritis, upper abdominal pain, abdominal pain, pain in thumb, migraine, gravida ii, parity 2, illness, frequent headaches, weight increased, itching, chronic inflammation of orbit, unspecified, fibrosis, bacterial vaginosis and allergic reaction to analgesics. Concomitant products included hydrocodone for itching, ibuprofen (motrin) for pain as well as ascorbic acid (vitamin c), combinations, bacteria nos;bromelains;fucus vesiculosus;lecithin;malus spp. Vinegar extract;pyridoxine hydrochloride (mrc 6), bupropion hydrochloride (wellbutrin), cyanocobalamin, docusate sodium, omega-3 fatty acids and sumatriptan (imitrex). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2008, the patient experienced pelvic pain ("pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological orpsychiatric problems condition: depression and mental anguish,") and anxiety ("psychological orpsychiatric problems condition: depression and mental anguish,"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and abdominal pain lower ("heavy bleeding and cramping is the most common along with others"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the salpingitis, depression, anxiety and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain and vaginal infection was resolving. The reporter considered abdominal pain lower, anxiety, depression, menorrhagia, pelvic pain, salpingitis, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure device was left in the right fallopian tube noting 7 trailing coils present. A second essure device was deployed using similar deployment procedures to leave 6 trailing coils within the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Concerning the injuries reported in this case, the following ones were reported via medical records: salpingitis. Concerning the injuries reported in this case, the following one were reported from social media report : cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: new events were added: cramping. Reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('bilateral fallopian tube segments, resection: chronic inflammation') in a 34-year-old female patient who had essure (ess205) (batch no. 620722) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included scar. Concurrent conditions included viral syndrome, nausea, back pain, pelvic pain female, vomiting, diarrhea, constipation, gastroenteritis, upper abdominal pain, abdominal pain, pain in thumb, migraine, gravida ii, parity 2, illness, frequent headaches, weight increased, itching, chronic inflammation of orbit, unspecified, fibrosis, bacterial vaginosis and allergic reaction to analgesics. Concomitant products included hydrocodone for itching, ibuprofen (motrin) for pain as well as ascorbic acid (vitamin c), combinations, bacteria nos;bromelains;fucus vesiculosus;lecithin;malus spp. Vinegar extract;pyridoxine hydrochloride (mrc 6), bupropion hydrochloride (wellbutrin), cyanocobalamin, docusate sodium, omega-3 fatty acids and sumatriptan (imitrex). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2008, the patient experienced pelvic pain ("pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological orpsychiatric problems condition: depression and mental anguish,") and anxiety ("psychological orpsychiatric problems condition: depression and mental anguish,"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the salpingitis, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain and vaginal infection was resolving. The reporter considered anxiety, depression, menorrhagia, pelvic pain, salpingitis, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure device was left in the right fallopian tube noting 7 trailing coils present. A second essure device was deployed using similar deployment procedures to leave 6 trailing coils within the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Concerning the injuries reported in this case, the following ones were reported via medical records: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('bilateral fallopian tube segments, resection: chronic inflammation') in a 34-year-old female patient who had essure (ess205) (batch no. 620722) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included scar. Concurrent conditions included viral syndrome, nausea, back pain, pelvic pain female, vomiting, diarrhea, constipation, gastroenteritis, upper abdominal pain, abdominal pain, pain in thumb, migraine, gravida ii, parity 2, illness, frequent headaches, weight increased, itching, chronic inflammation of orbit, unspecified, fibrosis, bacterial vaginosis and allergic reaction to analgesics. Concomitant products included hydrocodone for itching, ibuprofen (motrin) for pain as well as ascorbic acid (vitamin c), combinations, bacteria nos;bromelains;fucus vesiculosus;lecithin;malus spp. Vinegar extract;pyridoxine hydrochloride (mrc 6), bupropion hydrochloride (wellbutrin), cyanocobalamin, docusate sodium, omega-3 fatty acids and sumatriptan (imitrex). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2008, the patient experienced pelvic pain ("pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological orpsychiatric problems condition: depression and mental anguish,") and anxiety ("psychological orpsychiatric problems condition: depression and mental anguish,"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower ("heavy bleeding and cramping is the most common along with others") and rash ("I've had rashes all over"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the salpingitis, depression, anxiety, abdominal pain lower and rash outcome was unknown, the vaginal haemorrhage, menorrhagia and vaginal infection was resolving and the pelvic pain had resolved. The reporter considered abdominal pain lower, anxiety, depression, menorrhagia, pelvic pain, rash, salpingitis, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure device was left in the right fallopian tube noting 7 trailing coils present. A second essure device was deployed using similar deployment procedures to leave 6 trailing coils within the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Concerning the injuries reported in this case, the following ones were reported via medical records: salpingitis. Concerning the injuries reported in this case, the following one were reported from social media report : cramping. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : following event was added : I've had rashes all over.reporter information added on 23-mar-2020: social media was received. Reporter were added. Outcome of pain were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of salpingitis ('bilateral fallopian tube segments, resection: chronic inflammation'). In a 34-year-old female patient who had essure (ess205) (batch no. 620722), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo essure confirmation test". The patient's medical history included: scar. Concurrent conditions included: viral syndrome, nausea, back pain, pelvic pain female, vomiting, diarrhea, constipation, gastroenteritis, upper abdominal pain, abdominal pain, pain in thumb, migraine, gravida ii, parity 2, illness, frequent headaches, weight increased, itching, chronic inflammation of orbit, unspecified, fibrosis, bacterial vaginosis and allergic reaction to analgesics. Concomitant products included: hydrocodone for itching, ibuprofen (motrin) for pain as well as ascorbic acid (vitamin c), combinations, bacteria nos; bromelains;fucus vesiculosus; lecithin;malus spp. Vinegar extract; pyridoxine hydrochloride (mrc 6), bupropion hydrochloride (wellbutrin), cyanocobalamin, docusate sodium, omega-3 fatty acids and sumatriptan (imitrex). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain ("pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological orpsychiatric problems condition: depression/psych injury") and anxiety ("psychological orpsychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower ("heavy bleeding and cramping is the most common along with others"), rash ("I've had rashes all over"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the salpingitis, depression, anxiety, abdominal pain lower and rash outcome was unknown. And the vaginal haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal infection, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge had resolved. The reporter considered abdominal pain lower, anxiety, bladder disorder, cystitis, depression, heavy menstrual bleeding, pelvic pain, rash, salpingitis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure device was left in the right fallopian tube noting 7 trailing coils present. A second essure device was deployed, using similar deployment procedures to leave 6 trailing coils within the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, essure device was successfully occlude. Concerning the injuries reported in this case, the following ones were reported via medical records: salpingitis. Concerning the injuries reported in this case, the following one were reported from social media report: cramping. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021, no new information added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('bilateral fallopian tube segments, resection: chronic inflammation') in a 34-year-old female patient who had essure (ess205) (batch no. 620722) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included scar. Concurrent conditions included viral syndrome, nausea, back pain, pelvic pain female, vomiting, diarrhea, constipation, gastroenteritis, upper abdominal pain, abdominal pain, pain in thumb, migraine, gravida ii, parity 2, illness, frequent headaches, weight increased, itching, chronic inflammation of orbit, unspecified, fibrosis, bacterial vaginosis and allergic reaction to analgesics. Concomitant products included hydrocodone for itching, ibuprofen (motrin) for pain as well as ascorbic acid (vitamin c), combinations, bacteria nos;bromelains;fucus vesiculosus;lecithin;malus spp. Vinegar extract;pyridoxine hydrochloride (mrc 6), bupropion hydrochloride (wellbutrin), cyanocobalamin, docusate sodium, omega-3 fatty acids and sumatriptan (imitrex). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2008, the patient experienced pelvic pain ("pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological orpsychiatric problems condition: depression/psych injury") and anxiety ("psychological orpsychiatric problems condition: depression and mental anguish,"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower ("heavy bleeding and cramping is the most common along with others"), rash ("I've had rashes all over"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge "). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the salpingitis, depression, anxiety, abdominal pain lower and rash outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal infection, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge had resolved. The reporter considered abdominal pain lower, anxiety, bladder disorder, cystitis, depression, heavy menstrual bleeding, pelvic pain, rash, salpingitis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure device was left in the right fallopian tube noting 7 trailing coils present. A second essure device was deployed using similar deployment procedures to leave 6 trailing coils within the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Concerning the injuries reported in this case, the following ones were reported via medical records: salpingitis. Concerning the injuries reported in this case, the following one were reported from social media report : cramping. Lot number: 620722, manufacturing date: 2006-05, and expiration date: 2008-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('bilateral fallopian tube segments, resection: chronic inflammation') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included scar. Concurrent conditions included viral syndrome, nausea, back pain, pelvic pain female, vomiting, diarrhea, constipation, gastroenteritis, upper abdominal pain, abdominal pain, pain in thumb, migraine, gravida ii, parity 2, illness, frequent headaches, weight increased, itching, chronic inflammation of orbit, unspecified, fibrosis, bacterial vaginosis and allergic reaction to analgesics. Concomitant products included hydrocodone for itching, ibuprofen (motrin) for pain as well as ascorbic acid (vitamin c), combinations, bacteria nos;bromelains;fucus vesiculosus;lecithin;malus spp. Vinegar extract;pyridoxine hydrochloride (mrc 6), bupropion hydrochloride (wellbutrin), cyanocobalamin, docusate sodium, omega-3 fatty acids and sumatriptan (imitrex). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure (ess205). The reporter commented: essure device was left in the right fallopian tube noting 7 trailing coils present. A second essure device was deployed using similar deployment procedures to leave 6 trailing coils within the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Concerning the injuries reported in this case, the following ones were reported via medical records: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and mr received: case become incident. Event from mr: salpingitis was added. New reporters were added. Patient demographics were added. Date of insertion and date of removal were added. Concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('bilateral fallopian tube segments, resection: chronic inflammation') in a 34-year-old female patient who had essure (ess205) (batch no. 620722) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included scar. Concurrent conditions included viral syndrome, nausea, back pain, pelvic pain female, vomiting, diarrhea, constipation, gastroenteritis, upper abdominal pain, abdominal pain, pain in thumb, migraine, gravida ii, parity 2, illness, frequent headaches, weight increased, itching, chronic inflammation of orbit, unspecified, fibrosis, bacterial vaginosis and allergic reaction to analgesics. Concomitant products included hydrocodone for itching, ibuprofen (motrin) for pain as well as ascorbic acid (vitamin c), combinations, bacteria nos;bromelains;fucus vesiculosus;lecithin;malus spp. Vinegar extract;pyridoxine hydrochloride (mrc 6), bupropion hydrochloride (wellbutrin), cyanocobalamin, docusate sodium, omega-3 fatty acids and sumatriptan (imitrex). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2008, the patient experienced pelvic pain ("pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological orpsychiatric problems condition: depression/psych injury") and anxiety ("psychological orpsychiatric problems condition: depression and mental anguish,"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower ("heavy bleeding and cramping is the most common along with others"), rash ("I've had rashes all over"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge "). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the salpingitis, depression, anxiety, abdominal pain lower and rash outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain, vaginal infection, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge had resolved. The reporter considered abdominal pain lower, anxiety, bladder disorder, cystitis, depression, menorrhagia, pelvic pain, rash, salpingitis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure device was left in the right fallopian tube noting 7 trailing coils present. A second essure device was deployed using similar deployment procedures to leave 6 trailing coils within the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Concerning the injuries reported in this case, the following ones were reported via medical records: salpingitis. Concerning the injuries reported in this case, the following one were reported from social media report : cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: bladder problems, urinary problems, bladder infections, uti, vaginal discharge. Event outcome and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.